Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
It was reported that the patient developed a seroma in the pump pocket. The pump was explanted on (B)(6) 2016 and was returned for evaluation. On (B)(6) 2016, it was reported that the patient is doing well.